Event description:
Per raised with minimal information. The customer reported that the grip handle is not working. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.